Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 400 to 500 mg/dl. Diagnosed diabetic ketoacidosis. Customer was vomiting. The current blood glucose reading is 363 mg/dl.